Manufacturer narrative:
Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a pinhole 36mm from the tip. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed there is a pinhole in the balloon which would cause failure to inflate.

Event description:
Reportable based on device analysis completed on 01may2025. It was reported that balloon inflation failure occurred. The 70% stenosed target lesion was located in the severely tortuous and moderately calcified anterior tibial artery. A 2.5mm x 220mm x 150cm coyote was advanced for dilation. However, during the procedure, it was noted that the balloon could not fully expand. The procedure was completed with a different device. There were no patient complications as a result of this event. However, device analysis revealed a pinhole 36mm from the tip.